Event description:
Customer reports dosing with daily medication, and then receiving a reading of 53 mg/dl on their freestyle blood glucose monitor. Customer then had breakfast, and then rec'd a reading of 345 mg/dl. Insulin was administered shortly thereafter. Approx six hours later while sleeping the customer begin to have a seizure. The customer then rec'd a readings of 104 mg/dl. The paramedics were called, and within a few minutes they tested the customer on an unknown brand of meter and rec'd a result of 43 mg/dl. They stablized the customer with an intravenous treatment of glucose. Customer was not admitted to the hosp.